Event description:
The patient reported blood glucose results of "282 mg/dl, 149 mg/dl, 125 mg/dl, 148 mg/dl and 124 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.